Event description:
It was found that the backrest of the chair was cracked and exposing sharp edges. It was further reported that the backrest was able to function and hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.